Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Consumer contacted via social media and submitted picture that shows one of the tampon cords has a thread that extends beyond the bottom of the cord. No injury was reported.